Manufacturer narrative:
Decision was made to recall based on an investigation which identified that trocar and plunger assemblies were missing from the package containing the perfuse decompression instrument. This could result in a delay to a surgical procedure while an alternative instrument is located.

Event description:
It was reported a patient underwent a core decompression procedure on (B)(6), 2016. Prior to the procedure, it was found the device kit was missing the sharp and blunt trocars. The procedure was completed with another kit without delay.